Manufacturer narrative:
(B)(4). Late reports: reason for the late MDR is due to the implementation of a process improvement.

Event description:
It was reported that the patient had a complaint about the stimulation sensation. While the stimulation was turned on at 7.8, pain around the urethral area was felt. When the stimulation was decreased to 4.0 the pain stopped. Following the implant today, the patient was admitted to the hospital.